Manufacturer narrative:
One e2781rs was received for evaluation. The investigation found a section of the insulation around the irrigation holes to have melted. The device failed hipot testing around the damaged plastic indicating electrical leakage. The melting occurred as a result of arcing. Two possible sources of arcing were identified. Simultaneously activating the suction function and the electrical current may result in increased arcing at either the electrode tip or aspiration holes, causing the insulation to melt. Activating the electrode while retracted in the sheath could result in arcing through the aspiration holes and potential melting. The investigation identified the root cause of the reported event to be attributed to the user. The instructions for use state simultaneously activating suction/irrigation and electrosurgical current may result in increased arcing at either the electrode tip or aspiration holes, and/or burns to adjacent tissue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported during procedure, something unusual was felt upon activation. The black shaft was found melted and the spatula was also found burnt. There was no injury to the patient. A forcetriad generator was in use at 40w. During medtronic's initial investigation the device failed hipot testing around the melted insulation.